Event description:
Customer reported that the buttons on the insulin pump are not responding. Only the esc button works. Device was exposed to moisture. Blood glucose value is 82 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.